Event description:
Patient required mtp with use of level 1 transfuser and tube. When primed a small amount of water was leaking on the floor. When the first blood product was initiated, was able to see that the blood was leaking from the tube on the floor. The tube where it connects to a plastic part was not secure. Staff was able to repair the tube and the patient was not harmed nor was the transfusion delayed or blood products compromised. FDA safety report ID # (B)(4).